Manufacturer narrative:
The device was received with unresponsive act button due to flattened dome. The device was received with minor scratches on lcd window. The device was received with cracked battery tube threads, and torn keypad overlay. (B)(4).

Event description:
Customer reported via phone call of keypad issues with their insulin pump. Customer states the buttons have become flat and the act writing has worn off. The patients' blood glucose level was 150mg/dl. Customer states none of the buttons are responding correctly. Customer wad advised to discontinue use of pump, and that the pump would need to be replaced and returned for analysis.